Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the translational and rotation motor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that during breast biopsy procedure, the cutter stopped moving forward when inserted inside the breast. L3-002 error and probe damaged message occured. The touch screen on the control module stopped working as well. Customer finished procedure with a replacement demo equipment. There was no patient consequence.